Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 703 mg/dl. The customer stated that she was having chest pain and was not able to lower her glucose level. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The programming, basals, time, and date were correct. The daily totals and bolus history were accurate. Ran a fixed prime test and the insulin exited. Performed the high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.